Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level due to this reported issue.